Event description:
Noted patient's head may have slipped from mayfield skull fixation device. Mayfield head fixation adjusted on head. Noted bleeding at the lacerated pin site; pressure applied with gauze to stop bleeding. After the procedure was completed, the patient was returned to the supine position. The laceration was inspected and closed with staples.